Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03396. The pt received 2 trial scs leads with different lot numbers. The pt reported experiencing pain in addition to her leg jerking and back muscles contracting when she attempts to turn on system stimulation. Follow-up identified the pt's trial ended and "all is well".